Event description:
It was reported to boston scientific corporation that a coaccess introducer set was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, the outer diameter of the introducer was not even. The procedure was completed with another coaccess introducer set. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on preliminary investigation results; insulation peeled in two places.

Manufacturer narrative:
A visual examination of the returned device found that the insulation was peeled in 2 places. The insulation was damaged at 2.9 to 3.6 and 4.1 to 5.0 inches from the introducer distal end. The outer diameter of the insulated cannula was measured and found to be outside the manufacturing specification. The condition of the returned incident device was consistent with the complaint that the introducer outer diameter was not even. During the evaluation, the outer diameter of the introducer was found to be out of specification and peeled. The account indicated that they were attempting to use the introducer with an ultrasound probe holder (needle guide). The needle guide is not sold by boston scientific and we cannot ensure the compatibility of the needle guide and the introducer. However, the dfu cautions use of the needle guide as it has sharp edges that can cause damage to or removal of portions of the insulation on the electrode. A CAPA is currently underway to address the out of specification condition of the coaccess introducer. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)

Event description:
It was reported to boston scientific corporation that a coaccess introducer set was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, the outer diameter of the introducer was not even. The procedure was completed with another coaccess introducer set. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on preliminary investigation results; insulation peeled in two places.

Manufacturer narrative:
(B)(4) (introducer diameter outside specification). (B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)